Manufacturer narrative:
(B)(4). Additional evaluation codes: method: a device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no leaks were detected. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. Hospital and medical centers use multiple devices to make the connections needed for the patient's particular need. The leak test performed on this circuit was restricted to the circuit itself and does not take into account any other connectors, unions, extensions that might be used in the breathing circuit setup.

Event description:
The complaint is reported as: "infant circuit failed pre-use test on servo-I ventilator". The reported defect was detected during pre-test of the device. No report of patient injury.